Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, that the fiber does not exhibit signs of usage. The fiber is broken within the outer flow tubing at 15 mm from the control knob, between distal tip and control knob and exhibits indication of bending, crushed and melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken within the outer flow tubing at 15 mm from the control knob, between distal tip and control knob. Aim beam is present at break location. There was no injury to the patient.